Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal complaint's number is (B)(4).

Event description:
It was reported that the patient underwent a gynecological surgery on an unknown date in 2011 and tvt was implanted. It was reported that the patient experienced chronic pain and erosion. No additional information was reported.